Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 130309a, goldline button holster, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received four 130309a in unopened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an insufficient heat seal on one out of the four devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. These devices fail inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.